Event description:
The user received questionable glucose results from the cobas b221 when compared to another analyzer in the laboratory. Of the data provided, the results from one patient sample were discrepant. The result from the cobas b221 was 313 mg/dl and the result from the other analyzer was 216 mg/dl with a data flag. The patient was given 5 (units unknown) of insulin based on the result from the laboratory analyzer. The patient's current condition was "good". No adverse events were alleged regarding the discrepancy. The lot number of the glucose sensor was 21594503.

Manufacturer narrative:
The investigation showed the products worked within specification and no malfunction could be identified. A detailed investigation was performed on the log files from the instrument. The measurements in question showed no performance issues of the mss sensor or the instrument. In addition, comparison measurements correlated well. It was noted the customer used the glucose sensor longer than the maximum in-use time of 28 days and the sensor was installed nearly 7 month after the stated install before date. The quality control measurements were performed only sporadically, once per month on average. This deviates significantly from the cobas b 221 general quality control concept. In addition, it is found that there were expired quality control materials in use. No adverse events were alleged.

Manufacturer narrative:
This event occurred in (B)(6).